Event description:
It was reported that the ilet bionic pancreas sustained damage consistent with a fracture of the touchscreen, resulting in an unresponsive top menu area and inability to initiate meal doses, while the pump otherwise appeared to be operating; the user participates in sports and the device was dropped, and the dexcom g7 sensor was in use with planned replacement at the standard interval. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.